Event description:
It was reported that the user did not have a cgm sensor available and operated ilet in bg run mode, manually entering blood glucose values; one entered value was not used by the system, consistent with a ¿calibration not used¿ behavior associated with the g7 integration, and the user¿s glucose reached 369 mg/dl with self-reported elevated ketones. Symptoms included hyperglycemia. Outcomes included user counseling to contact a healthcare provider and continued operation in bg run mode until a sensor became available. Investigation included a review of device-reported data and user follow-up. Investigation of this case revealed that the device functioned as designed by rejecting an unusable manual entry in bg run mode, with no sensor applied and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user operation without an active sensor and an invalid manual entry that the system did not accept.